Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for monitoring. The patient presented with frayed black cable with wires exposed. Rescue tape was used to provide support. The patient¿s system controller was replaced. Mobile power unit manufacturer report number: 2916596-2022-10182.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of frayed and exposed wires on the black power cable was confirmed. Visual inspection of the returned hm2 system controller, serial (B)(6), revealed a cut on the black power cable exposing the internal wires. The controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarm. The damaged power cable did not affect the functionality of the controller. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.